Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
This right atrial (ra) lead was explanted as it exhibit placement difficulties and helix retraction issues during a revision. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device. Device was returned and analyzed. The helix difficulty and difficult-to-position allegations were confirmed - based on x-ray observation of a necked-down inner coil near the terminal pin.

Event description:
It was reported that this right atrial (ra) lead was explanted as it exhibit placement difficulties and helix retraction issues during a revision. The device was returned and analyzed. No additional adverse patient effects were reported.